Event description:
Use process description: patient xxx went to our hospital for examination due to acute periodontitis at 3:15 pm on (B)(6) 2023. The doctor gave infusion treatment according to the condition. After the infusion was completed, the patient was discharged from the hospital without any symptoms. Three hours later, the patient came to the hospital again and informed that a rash had appeared on the back of her hand where the medical tape was applied during the infusion. After being informed of the cause, dexamethasone cream was applied to the rash, and it improved after 2 hours. Situation of combined medication/device: none this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).